Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient charged up controller last night. Today when patient went to use the controller, they smelled like something was burning and coming from the controller. Technical services (tss) reviewed to have patient plug in the controller again in a place where he can monitor it for a few hours and have patient confirm if the controller feels warm or hot to the touch, try opening battery compartment to see if li battery is in correctly and whether that is warm to the touch. If issues still occurs then have patient bring all equipment (controller, li battery charging cables and rtm) for manufacturer representative (rep)  to evaluate at patient's post-op follow up. Rep will call on wednesday if further assistance is needed. The rep indicated that they met with the patient, and they charged the device for a while and they never smelled any burning or his patient programmer never got warm. The rep stated that since then, the patient developed an infection and the device has been explanted.

Event description:
Additional information from the rep indicated that the patient weight is unknown. The ins was explanted on (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.